Event description:
As reported: "a (B)(6) patient, initially treated on (B)(6) 2026. No implantation errors detected; nail fracture at a body weight of approximately 70 kg as early as (B)(6), i.e. Barely 8 weeks post-operation. Revision surgery with a prosthesis".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.